Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason and insulin pump had no delivery alarm with blood glucose of unknown also stated they experienced low blood glucose of 57 mg/dl. Customer stated insulin pump had failed battery test, bad batteries alert and no delivery alert. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.